Event description:
It was reported that the user experienced frequent low glucose last reported reading at 40 mg/dl while using the ilet, describing that food was being metabolized before insulin action and reporting multiple daily lows despite meal announcements and frequent snacking of less than 20 grams of carbohydrate, including announcing a meal when glucose was 67 mg/dl. Symptoms included hot flashes, shaking/tremors consistent with hypoglycemia and recurrent lows occurring 3 to 4 times per day. Outcomes included self-treatment of hypoglycemia with oral glucose sources such as juice or glucose tablets. Customer care provided troubleshooting and education on meal announcement practices, carbohydrate quantity, and appropriate hypoglycemia treatment. Investigation of this case revealed user-managed dosing behavior not aligned with recommended use, including announcing meals without sufficient carbohydrate and announcing when glucose was already low, leading to insulin delivery that contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.

Manufacturer narrative:
Initial.